Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, it was determined that the cable was plugged into the wrong port. A technical support specialist dialed into the station and checked the data sync logs, confirming that the station was communicating with the server without errors. The specialist also checked the server and found no notices. The issue was resolved after the customer correctly reconnected the cable. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction that the download was stopped and was not communicating with server. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.